Event description:
Additional information indicated the device was relocated on (B)(6).2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced pain at the implantable neurostimulator (ins) site. The device was subsequently moved from the patient's back to the abdomen.